Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 7.01.00. Upon further review, quality engineering has confirmed the reported condition. The root cause was assigned to a fuse issue. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "no mains ac icon displayed on the front panel - one of the external 1.6amp fuses had blown." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This device was not sent to baxter for device evaluation or repair as the customer self repaired the device and put the device back into service at the facility. Therefore, the reported condition of a colleague infusion pump with "no mains ac icon displayed on the front panel - one of the external 1.6amp fuses had blown" cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.